Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at vvi 65 parameters but the device was not actually at eri. An electrical reset was suspected but unable to be confirmed. It was also noted that the atrial lead had no capture at max outputs. The device was explanted and replaced. The lead remains in use. No patient complications were reported as a result of this event.